Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va0775j; product type: lead. Product ID: 3387s-40 lot# v a0775j; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding patient's implant. Patient repeated information about incident that occurred in (B)(6) 2016, where a wire "popped" in his head which caused a bright flash and "spark in his brain." After this incident, patient claims they started having vision problems where they lost sight in their left eye. Patient believed they had a cerebrospinal fluid (csf) leak due to runny eyes, ears, and nose, however, an ent specialist confirmed this was due to post-nasal drip caused by chronic sinusitis (unrelated to device). Patient repeated that they have swelling around the lead site along with soreness on top of head. In (B)(6) 2021, patient developed a cyst on their chest at the battery site that got so big it had to be surgically removed. They also had three infected cysts grow on the side of their face. Patient developed lumps all up and down arm and blisters on their fingertips whe n their hands swell. They have mucus build up in their chest that has caused them breathing problems. Patient still has all dbs hardware implanted, despite wanting it to be removed due to it not having worked since 2017.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was in a motor vehicle accident (mva) on (B)(6) 2016 and hit their head. Patient went to the hospital and had a head CT, which had no acute findings. It was reported that before the mva the patient felt sluggish and less motivated, and this was made worse by the mva. It was reported that everything was worse after the mva. It was reported that after the mva, in (B)(6) 2016, the patient saw bright lights/lightning and passed out for a few seconds. It was later reported by two healthcare professionals (hcps) that this incident occurred on (B)(6) 2016. It was stated that the patient was concerned if there was a problem with the device in their head when the patient saw the bright light and passed out. The hcp reported that this was a one-time occurrence in which the patient went to the ER and was discharged home. An hcp reported that the patient turned stimulation off on (B)(6) and right after turning it off, the patient¿s arms and head were jerking more than before. It was reported that the patient turned it back on and the jerking did not improve. It was reported that stimulation was off for an hour or so before it was turned back on. It was reported that the patient does not know if they feel better with stimulation on or off. It was noted that the patient saw their hcp on (B)(6) 2016 and hcp decided not to make any changes. The hcp reported that all impedances were within normal limits and thought that the patient seeing bright lights and passing out was unlikely related to the patient¿s deep brain stimulation. It was also noted that another hcp met with the patient at this visit and when the patient¿s device was turned on, the patient felt a little shock. It was reported that the patient always charges the ins to 100%, but now the charge will not go over 50%. It was reported that the patient charged for at least an hour and it still did not go past 50%. It was stated that the patient is getting coupling bars and is looking at the right icon on the ins recharger (insr) from left to right. It was noted that the patient noticed this problem about a week prior to this report. It was stated that the patient thought it might have something to do with the mva and incident seeing bright lights and passing out. It was reported that the patient would be following up with their hcp about the ins not charging past 50%. The hcp reported that a local manufacturer representative would be meeting with the patient and hcp in the office for troubleshooting purposes. The patient¿s two hcps reported the following symptoms: depression, headaches, brightness in center of vision, floaters in vision, lethargy, more sluggish, less motivated, sleeping more, stiffness in neck, paresthesia in legs, give-way weakness in extremities, back and neck pain, slow irregular movements of upper extremities, abnormal movements, slow movements and cadence, unsteady on feet, walking with slightly squatted posture, slow speech, new neuropathic symptoms, constant moderate-severe head and truncal tremor, neuropathy, jerking, worse coordination, and dysdiadochokinesia. An hcp reported that the deep brain stimulation initially worked for two days and has not had a very big effect since then; however, it was noted that patient reports some improvement in tremor with dbs adjustments. It was noted that no cerebellar atrophy was shown on brain MRI. It was reported that the patient agreed to physical therapy and psychotherapy. It was reported that the patient¿s prescriptions include lorazepam (0.5 mg tablet) and promethazine (25 mg tablet) taken daily as needed. Patient¿s dbs settings as of (B)(6) 2016 are reported below. Left contact 3: + left case: - voltage: 4.0 v pulse width: 90 microseconds frequency: 180 hz impedance: 1116 ohms current: 3.628 ma.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was dead. The patient also reported poor coupling and communication issues; however, these issues were resolved at the time of this report. The day after this report a manufacturer representative (rep) reported that the patient's hcp stated the patient was having recharging issues. Three weeks after this report, the patient reported that they were looking for help to address the issue with their device being dead. It was noted that the patient would follow-up with their hcp to address this issue. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare professional (hcp) reported that the ins was not dead and the patient was instructed on proper charging practices. The patient later reported that they met with the rep at the hcp¿s office around (B)(6) 2017. It was reported that the rep informed the patient that the ins was no longer working and needed to be replaced. It was previously stated by the hcp that the ins was not dead; therefore, it is not clear what the status of the ins is at the time of this report. It was stated that the patient had already had two brain surgeries and could not take a third surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported via the rep that the patient¿s ins was charged to 75% at the last office visit. The patient has the ins on continuously, so it has been charging and does hold a charge. It was reported that the hcp believed the patient to have some component of psychogenic cause to their movement disorder. The patient reportedly had no tremor in an examination. The patient reportedly has ataxia and titubations which do not appear to be made better with stimulation, nor does it appear worse without stimulation. The hcp believes the patient has a stress-induced movement disorder and recommended physical therapy to the patient. No further complications are anticipated.

Event description:
Additional information was received from the patient. The patient reported that their implant no longer works, and they do not know what is wrong with it. They state that their tremors are back. The patient reiterated that the issue has been happening since (B)(6) 2016, and they have been talking to their manufacturing representative and healthcare provider about it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their "wires are loose" and their ins will still only charge to 50%. The patient reported that their device was not working at all and they will "start twitching and their tremors came back." The patient reported that they spoke to a manufacturer representative about the issue in either (B)(6) 2017. The patient reported that their healthcare providers (hcp) were going to find out what to do next as far as the ins not working. The patient reported that they would follow-up with their hcp. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that tremors resurfaced due to a prior surgery that he was talked into to address swelling in his legs and feet.

Manufacturer narrative:
Updated event date per additional information received. Product ID 3387s-40 lot# va0775j serial# implanted: (B)(6)2013 explanted: product type leadif information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding symptoms experienced during reprogramming. On contact 0- the patient had mild tremor control at 1.5 v, but otherwise no improvement in head tremor and felt lightheaded at 2.6 v. On contact 1- the patient had no improvement in head tremor and felt some improvement in reaching for objects at 2.0 v, but this was impaired by pulling in the right arm. At 2.5 v the patient had pulling of the right arm with irregular jerky movements. On contact 2- the patient felt somewhat improve from 2.0 ¿ 4.5 v but overall not much improvement and had limited pulling on the right arm and lightheadedness at 5 v. On contact 3- the patient had right arm pulling at 5 v and some improved control of right arm beginning at 2.5 v, but no change in head tremor and no improvement from 3.0 to 5.0 v. Final settings were on c+/3- at 3.0 v, 90 usec pulsewidth, 180 hz with therapy impedance of 1107 ohms (2.734 milliamperes). Tremor occurred mostly with action in the bilateral upper extremities, head and torso. In the arms it occurs when reaching out to grasp objects, when bringing a cup or spoon to his mouth, during writing which was worst with the right hand. The patient needed assistance with activities of daily living and needed help with bathing and feeding, but used their left hand. The patient was also using a walker. As of (B)(6)2016, the patient¿s left hand was hard to open and felt like veins, had numbness in all finger tips, their thumb felt like there was a rubber band wrapped around it. The patient had lost 15 pounds over 5 months, had head and trunk tremor, some atrophy of left hand vs right hand. X-ray and emg were planned for their left hand pain. On (B)(6)2017, the patient reported, during follow-up appointment, no real good benefit from dbs therapy and felt they were still tremoring and head was bobbing. The patient had no pain, but was unable to do any activities of daily living due to tremor. The device was checked, and head CT was performed on (B)(6)2016. The physician believed the left lead required revision, although the patient was stable. The patient stated their deep brain stimulation (dbs) was not working, and was allegedly told it needed to be replaced, but the pat ient did not wish to go through it. The last surgery took some medical issues from the patient. The patient discontinued oxycodone-acetaminophen (percocet) on (B)(6)2017. Relevant medical history included allergies to penicillins, prednisone, carrots, chiari malformation, status post decompression at outside hospital, dyspnea on exertion, blurry vision, lower extremity edema, vomiting, urinary frequency, memory loss, esophageal reflux, weakness, seizure disorder, depression, lupus, cyst removal from back, wheel chair usage, and sweet syndrome/infection.